Event description:
A product liability claim was raised. It was reported that the patient received an ncb plate with ncb screws on (B)(6) 2014. It was reported that during x-ray control the surgeon detected a foreign material. The operation to remove the foreign material was done on (B)(6)2014. It was reported that the material found was a wire deriving from the thread of one ncb screw (exact catalogue number unknown).

Manufacturer narrative:
Several x-rays have been provided, showing the femur fracture and the treatment. The x-ray from medical check up when the metallic fragment was detected (dated (B)(6) 2014) was not provided. The operative report dated (B)(6) 2014 do not state any issue related to the potential damaged of the plate or of the screws which could have led to formation of a metallic rope. Operative report dated (B)(6) 2014 states that surgeon decided to remove immediately the unknown metallic rope (length 3 to 4 cm) after he discovered it during a post-operative x-ray checkup in the distal region of the femur fracture. The surgeon supposes that the removed metallic filament is part of a screw that was probably handled and removed during the primary implantation and replaced with another one, without realizing that it was damaged/broken. Possible causes for the reported event according dfmea: breakage of implant/ non union -> due to inadequate design for intended performance (binding safety, strength stiffness). Fracture of implant -> due to chemical / galvanic/ crevice corrosion of material. Defect of medical device due to instruments (non-fitting) -> due to wrong surgical procedure. Comparison to investigation results whether it is possible and justification: not possible -> not possible as according to the complaint history an adverse trend due to inadequate design would have been detected. Possible -> removed components were not returned for investigation. Possible -> defected instrument could damage the screw/plate and lead to formation of metallic parts. Based on the given information and the results of the investigation, it was not possible to identify a specific root cause for the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive explanted devices for review. Surgical reports were provided and will be reviewed within the investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(6).